Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the there was an over infusion of morphine. A 3ml syringe was intended to infuse 0.57ml of morphine at a rate of 0.08ml / hour. The syringe later had only 0.3 ml of medication when it was expected to have had approximately 1.54 ml. Approximately 2.5ml of morphine infused over 5 hours instead of the expected 0.4ml. There was patient involvement but no harm.

Manufacturer narrative:
Correction: concomitant med prod data, report source, report source other. Annex b: b21. Annex c: c21. Annex d: d16. Annex a: a25. Annex g: g07001. Annex b: b01, b14. Annex c: c19. Annex d: d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the there was an over infusion of morphine. A 3ml syringe was intended to infuse 0.57ml of morphine at a rate of 0.08ml / hour. The syringe later had only 0.3 ml of medication when it was expected to have had approximately 1.54 ml. Approximately 2.5ml of morphine infused over 5 hours instead of the expected 0.4ml. There was patient involvement but no harm.

Event description:
It was reported that the there was an over infusion of morphine. A 3ml syringe was intended to infuse 0.57ml of morphine at a rate of 0.08ml / hour. The syringe later had only 0.3 ml of medication when it was expected to have had approximately 1.54 ml. Approximately 2.5ml of morphine infused over 5 hours instead of the expected 0.4ml. There was patient involvement but no harm

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a: a25 annex g: g07001 annex c: c19 annex d : d14 additional information : manufacturer narrative. Annex a : a040601 annex g : g04061 annex c : 23 annex d : d11 investigation summary : the customer¿s report of an over-infusion of morphine was not confirmed or replicated. The returned device was fully evaluated, and no anomalies were found during laboratory testing. ¿ the alaris system maintenance results indicated that the syringe module passed all the preventive maintenance tests, and no issues were observed related to the function of the syringe module. ¿ a review of the pcu¿s event log observed that on 22 sep 2022 at 2:03 am the syringe module was programmed with an infusion of morphine continuous at a rate of 0.08ml/hr with a vtbi of 0.57ml. ¿ the device observed multiple alarms of the syringe clamp being open. Each time the clamp was closed, the infusions were restarted. ¿ the syringe module primary volume infused for this infusion was calculated as 0.4965ml before being powered off. ¿ the pcu event log could not determine why the infusion, scheduled to infuse for approximately 7 hours, was instead terminated early after infusing for approximately 6 hours. ¿ the pcu event log could not determine the volume contained in the syringe either at the start or end of the infusion. ¿ analysis of the event and error logs did not observe any anomalies relating to the complaint. ¿ external and internal inspection found no cracks or damage on the syringe module. Internal components and cable connections were observed to be in good condition. ¿ the system was being used for treatment purposes. Root cause: the root cause for the reported complaint of an over-infusion of morphine was not identified. The returned device was fully evaluated and no anomalies were found during laboratory testing. Note that imdrf annex a040601, c23, d11, and g04061 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.